Event description:
It was reported that prior to a procedure conducted at the user facility when pulling up the patient, the incorrect information appeared on the navigation screen. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that prior to a procedure conducted at the user facility when pulling up the patient, the incorrect information appeared on the navigation screen. No patient involvement or procedural delays were reported with this event.